Event description:
In 2001, a heparinized whole blood patient specimen was run on suspect device and recovered negative for troponin t, but visual inspection of the test strip immediately after the suspect reading was printed, revealed a positive result. Another specimen run on the suspect device recovered low positive, but was negative visually. Two weeks later two more more heparinized whole blood specimens recovered negative on the suspect device but were positive visually. The same two specimens were repeated on another device and recovered positive.